Event description:
It was reported that the pt's teacher had noticed that the pt was not hearing well in (B)(6) 2013. The pt is bilaterally implanted and the right side was in question. She attended the clinic for testing and a CT scan.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.